Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the coronary sinus and also had high thresholds. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.